Manufacturer narrative:
The pump with an attached connector was received and evaluated by the MFR. A leakage site was detected on the non-serialized strain relief junction. A microscopic examination of the leakage site was performed. The inner and outer layer tubing was separated. The corss sectional surfaces of the separated tubing were rought and irregular, indicating a tubing tear. Abrasion was located in the following areas: the inferior surface of the serialized outlet, the superior and inferior surfaces of the non-serialized outlet, and the superior surface of the inlet tubing. Recreation of the tubing's position, based on the patterns of abrasion, indicated that while in-vivo the non-serialized outlet tubing was abrading against the serialized outlet tubing and the inlet tubing. Based on the received info and quality assurance's examination, qa concludes that the non-serialized tubing was torn. This tear was caused by stress(es) associated with the abrading tubing and the device usage. Thus, qa confirms the reported tubing wear.

Event description:
The device was removed due to "a break on the inside tubing as it left the pump platform". The pump and assembly kit component(s), 2 straight true-lock connector(s), only were removed and replaced.